Manufacturer narrative:
H6: evaluation codes: results: (other)) - a visual inspection of the returned product shows one plate haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a aa4203tl toric single piece silicone lens in the injector and noticed the haptic was getting torn so he quit using the lens. No patient contact or injury.